Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of viral illness, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ in the chin and jawline. Two months later, patient developed tenderness, sore, swollen and lumpy. Patient also reported to have experienced a mild cold, deemed not device related. The office stated this might be due to the viral illness (not device related) and advise to take pain relief, antihistamine and apply cold compress on the area. Hyalase 1500 unite was used to dissolved filler. Symptoms have resolved.